Event description:
The customer had returned the pump reporting that fluid had been spilled on the unit. During in-house testing, it was discovered that the unit did not alert load syringe plunger and would intermittently program without a syringe plunger loaded in the plunger retainer ii.